Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The other suspected device (118016a2 - magnus carb.-fibre table top, long bolus) is covered under manufacturer's reference number (B)(4).

Event description:
On 22nd february 2024 getinge became aware of an issues with one of our columns - 118001b4 - hybrid or table column, surface-mounted and one of our table tops 118016a2 - magnus carb.-fibre table top, long bolus. As it was stated, the table was locking and no movement or rotation was possible. The staff tried multiple hand controls without success. The anesthetized patient had to be hoisted off table and transferred. The issue resulted in a delay of the surgery. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the inability to position the patient as required and a delay resulting in prolonged anesthesia time, was to reoccur.

Manufacturer narrative:
Getinge became aware of an issues with one of our columns - 118001b4 - hybrid or table column, surface-mounted and one of our table tops 118016a2 - magnus carb.-fibre table top, long bolus. As it was stated, the table was locking and no movement or rotation was possible. The staff tried multiple hand controls without success. The anesthetized patient had to be hoisted off table and transferred. The issue resulted in a delay of the surgery. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the inability to position the patient as required and a delay resulting in potential of major clinical relevance, was to reoccur. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, and thus were also directly involved with the reported incident. As the technician has confirmed a malfunction, it was considered that the getinge device failed to meet its specification. A review of the received customer product complaints revealed that in the past there was no serious injury to the patient or user when this particular issue occurred. The device was inspected by the getinge service technician. No movement was possible when operated via hand control when ge system was switched on. The operating table worked normally when the ge system was switched off. There was no issue with the table top reported by the technician. As the issue with ge was suspected additional consultation with ge was required. The ssu performed multiple functionality checks of the data cabling integrity of the operating table. When the cables were reconnected to the powered down ge device the error 157 was visible. Attending ge engineer informed he had replaced the ge interface board where the data cable was connected, however was unable to test to look at the status. The issue remained only when getinge and ge devices were connected. The magnus table could work independently as stand alone equipment. The technician replaced data cable (component number 2008983) and network cable (component number 2502283) through floor in theatre and connected to the ge system, but still a communication issue with the height was present. Hybrid or interface (component number 9707393) was also replaced and rotation plus height were calibrated. All functions worked when connected to ge but also when stand alone with ge system powered down. As the device tested positive, it was released for usage. According to the getinge service technician the network cable has fallen out of the column¿s installation mounting tool. Then the cable was compressed by the column. The network cable was repaired because it had been severed but there appeared to be no damage to the data cable. However, after a number of months in use the issue was found as described and after some comprehensive testing/inspections issue was eventually found to be due to the data cable. In the installation manual for or table system (tm 1180.01b4 rev 11, page 98), the service technician is warned to pay attention to correct positioning of the cables, otherwise the cables could be damaged during installation work. In summary and as a result of the performed root cause evaluation, it was concluded that based on available information the most probable root cause of the reported issue, namely the inability to position the patient as required and a delay resulting in potential of major clinical relevance, is related to the service issue occurred during the device installation. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem, d1 brand name, d4 catalog #, d4 serial #, d4 unique identifier (UDI) #, e1b event site name, h3a device evaluated by manufacturer, h3b device not eval provide code and h6 health effect ¿ impact codes fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 22nd february 2024 getinge became aware of an issues with one of our columns - 118001b4 - hybrid or table column, surface-mounted and one of our table tops 118016a2 - magnus carb.-fibre table top, long bolus. As it was stated, the table was locking and no movement or rotation was possible. The staff tried multiple hand controls without success. The anesthetized patient had to be hoisted off table and transferred. The issue resulted in a delay of the surgery. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the inability to position the patient as required and a delay resulting in prolonged anesthesia time, was to reoccur. Corrected b5 describe event or problem: getinge became aware of an issues with one of our columns - 118001b4 - hybrid or table column, surface-mounted and one of our table tops 118016a2 - magnus carb.-fibre table top, long bolus. As it was stated, the table was locking and no movement or rotation was possible. The staff tried multiple hand controls without success. The anesthetized patient had to be hoisted off table and transferred. The issue resulted in a delay of the surgery. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the inability to position the patient as required and a delay resulting in potential of major clinical relevance, was to reoccur. Previous d1 brand name: hybrid or table column, surface-mounted corrected d1 brand name: magnus operating table system. Previous d4 catalog #: 118001b4 corrected d4 catalog #: n/a. Previous d4 serial #: (B)(6), corrected d4 serial #: (B)(6). Previous d4 unique identifier (UDI) #: n/a corrected d4 unique identifier (UDI) #: (B)(4). Previous e1b event site name: mercy university hsp, corrected e1b event site name: mercy hospital cork. Previous h3a device evaluated by manufacturer: no corrected h3a device evaluated by manufacturer: yes previous h3b device not eval provide code: device evaluation anticipated, but not yet begun corrected h3b device not eval provide code: n/a previous h6 health effect ¿ impact codes: surgical intervention/prolonged surgery//4632 corrected h6 health effect ¿ impact codes: delay to treatment/ therapy///4604.

Event description:
Getinge became aware of an issues with one of our columns - 118001b4 - hybrid or table column, surface-mounted and one of our table tops 118016a2 - magnus carb.-fibre table top, long bolus. As it was stated, the table was locking and no movement or rotation was possible. The staff tried multiple hand controls without success. The anesthetized patient had to be hoisted off table and transferred. The issue resulted in a delay of the surgery. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the inability to position the patient as required and a delay resulting in potential of major clinical relevance, was to reoccur.